Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a non-device related procedure, the patient with this device endured a ventricular tachycardia (vt) arrhythmia, which then progressed into a ventricular fibrillation (vf) arrhythmia. The device was programmed to a monitor only zone and did not apply therapy appropriately. Quick convert post anti-tachycardia pacing (atp) was applied. The automatic gain control (agc) was programmed to 0.5, however the vf was noted to be very fine and functional undersensing was observed. No tachy shock therapy was delivered. External defibrillation and CPR was applied to the patient, and the patient was ultimately intubated and brought to the ICU. The device agc was reprogrammed to 0.25 and the monitor only zone was reprogrammed to allow for atp and shock therapy.

Event description:
Boston scientific received information that this patient died approximately 30 days later on (B)(6) 2012. The device was programmed off per physician's orders. There were no allegations or complaints against the device's operation or functionality. Subsequently, boston scientific received information from the local representative. At the time of the gall bladder surgery, the physicians thought the device was malfunctioning because they were unaware on how the device was programmed.

Manufacturer narrative:
To date, the device has not been returned to boston scientific for laboratory testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.